Event description:
It is reported that the anti rotatory pin broke inside the patient; therefore, the surgeon opened the incision more to retrieve it. During this process of retrieval, the surgeon broke the patient's bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.